Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 130mmh2o. The valve was visually inspected, and it was noted that the rickham connector was not returned. A metal connector was attached to the valve. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was pressure tested at 130mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. The root cause of the programming problem is due to biological debris found within the device. Review of the history device records confirmed the valve product code 82-851, with lot cnpb92, conformed to the specifications when released to stock on the 31st january 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The valve did not have the appropriate resistance as measured with manometer. The action the surgeon took to resolve the issue: removed the valve and replaced with another chpv. Event did not occur inta operatively, so no delay occurred. Patient's condition after event: good. Original implant occurred in 2013.